Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of restenosis is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the unknown xience v stent was deployed during the index procedure on (B)(6) 2012. On (B)(6) 2013, the patient underwent in-stent treatment with a balloon catheter and excimer laser angioplasty. On (B)(6) 2013, the patient underwent revascularization of the target lesion. No additional information was provided.